Event description:
About 7 weeks after the initial operation the pt was referred for reoperative surgery due to a suspected thrombosed valve. On -x mitral valve was replaced with another on-x mitral valve and the pt recovered. Recent clot formation on the ring of the valve was found blocking the edges of the leaflets. The pt also had an infected sternotomy wound.

Manufacturer narrative:
Device was discarded and is therefore unavailable for investigation. Review of operative notes suggest thrombosed valve with no obvious cause. This event is occurring within normal expected limits.